Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the bronchovideoscope exhibited a burn on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The reported event was confirmed. It is likely that the event occurred due to user handling. If handled according to the instructions for use (IFU) below, the user may be able to detect the event: inspection of the endoscope. Users may be able to reduce/prevent the occurrence of this event by handling it in accordance with the IFU below: using endotherapy accessories. Olympus will continue to monitor field performance for this device.